Manufacturer narrative:
A ge service rep performed an onsite investigation. The intelligent shut down board and the interconnect cable were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a fuse blew and the system would not power on. No pt injury was reported.